Event description:
The customer reported that she was hospitalized twice for low blood glucose levels. The dates were (B)(6) 2011. The blood glucose levels were unk. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as o product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.